Manufacturer narrative:
(B)(4). This is a report of a leak, where the patient did not ensure a proper connection at the transfer set connection point. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it provides step-by-step instructions for properly connecting the patient line to the transfer set. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the care giver discovered a leak from the patient line of a cassette. This occurred during drain four of four of peritoneal dialysis therapy. The patient was connected at the time of the event. The care giver stated that the patient line was leaking at the transfer set connection point. The care giver tightened the loose connection and the leaking stopped. The care giver stated they would complete the therapy with manual supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.